Event description:
It was reported that the customer was hospitalized for high blood glucose levels after experiencing several no delivery alarms. The caller was the customer's boyfriend, and there was no hippa consent to speak to him. Later, the customer called to report a battery out limit alarm. Assisted with the alarm and the settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.